Manufacturer narrative:
(B)(4). For one event, the investigation determined the incoming water line from the tank assembly was crimped due to the tank being pushed in too close to the analyzer. The issue was resolved after the water tank was repositioned. The follow up actions were: the tank was repositioned to allow proper water flow to the instrument. A successful cell blank measurement was performed. Precision studies were performed. Precision studies were performed and results were within specifications. For one event, the investigation determined the rinse mechanism was incorrectly adjusted and drops were found coming from the vacuum nozzle. The follow up actions were: the nozzles were cleaned. The gear pump pressure and cuvette washing were adjusted. The fault has been corrected. For two events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. For one event, the investigation determined the service actions resolved the issue. The follow up actions were: the field service engineer replaced the sample probe valve. For one event, the investigation determined there was a failure of the degasser, mixer errors, a misadjustment of a rinse mechanism and worn tubing. The service actions resolved the issue. The follow up actions were: a valve, degasser, and tubing were replaced. The rinse mechanism was adjusted. A printed circuit board for the mixer was replaced. The customer ran controls and all results were within specifications. For one event, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were: yellow deposits on the reagent probe, pipetting area, and cuvette edges were cleaned. A leak was found in a syringe, so it was cleaned and the seals were re-seated. The analyzer was decontaminated. Pump pressures, rinse volumes, reagent compartment air pressure, and probes were adjusted. Mechanism checks were performed and these were ok. A cell blank measurement was performed and this passed. The customer ran calibration and controls; these were ok. For one event, the investigation determined the rinse station water tubing was leaking. The follow up actions were: the tubing was replaced. For one event, the investigation determined the issue was solved by the service action. The follow up actions were: the field service engineer found that the water level of the rinse station was not adjusted correctly. After adjusting the water level, the customer had no further issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>9</noe> malfunction events. Questionable low results were received from the cobas 8000 c702 module. The events involved a total of 10 patients with the following: 3- mg2 magnesium gen.2, 3- ca2 calcium gen.2, 2- ureal urea/bun, 1- bilt3 bilirubin total gen.3, 1- albumin. The known patients' ages were 65-87 years. The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The known patients' genders 2 male and 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.